Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously low hemoglobin (hgb) results were generated by coulter lh750 hematology analyzer for two patient samples. The instrument did not generate flags. The erroneous results were not reported out of the laboratory. Repeat testing on the same and on an alternate instrument (coulter act diff analyzer) produced higher results. The customer considered the results from the second rerun on the instrument correct for both patients. (Note: the event of incorrect cbc results generated by the alternate instrument (act diff) on the same patient samples is reported in 1061932-2011-01841.) There was no death, injury, or change to patient treatment attributed to this event.

Manufacturer narrative:
Sample collection details were not provided. Controls run prior to and after the event recovered within the specifications. The instrument is currently performing within qc specifications. Field service engineer (fse) visited the site and performed service on the alternate instrument (act diff) but not on this instrument.